Manufacturer narrative:
Concomitant products: product ID 3093-28, lot # va03l5n, implanted: (B)(6) 2013, product type lead; product ID 3095-10, serial # (B)(4), implanted: (B)(6) 2005, product type extension; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that the patient had a loss of therapeutic effect. During the night between 12 and 4 she urinates in the bed. She was losing control of her bladder. She increased stimulation from 2.7 to 3.3 and was still wetting herself. Her symptoms got worse when she increased stimulation. She hadn't had any falls or trauma and her symptoms returned gradually. The device was implanted for bladder damage from falling down a flight of escalators. The patient had never changed programs. The patient doesn't have a physician she was currently seeing. It seemed the patient only have one program. The patient had mentioned she had two programmers. She went to get the other programmer and the call disconnected. Additional information received on (B)(6) 2015 noted the patient received assistance from their manufacturer representative and their concerns were resolved. The patient was still having concerns regarding their device or therapy but was working with their healthcare provider or manufacturer representative. It was noted that the patient had no appointment scheduled. The patient was still having concerns with their device or therapy but have not sought further help. It was later reported on (B)(6) 2015 that patient did not think her device was working properly. The patient later stated that she has symptom return and was wearing depends for the last 2 months which was noted as gradual. The patient could not adjust her stimulation because she lost her antenna to her patient¿s programmer. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. A follow-up report will be sent if additional information becomes available.